Event description:
It was reported that during implant of this right ventricular (rv) lead in the rv septum, many attempts were required to obtain appropriate lead placement with acceptable threshold measurements. Lead measurements were noted to be stable after successful lead placement and the procedure was completed. One day post implant, the lead exhibited high threshold measurements and loss of capture (loc) at high outputs. An x-ray was taken and noted no significant change in lead position. A revision procedure was performed. The lead was repositioned multiple times, however, appropriate capture was unable to be obtained at high outputs. This lead was explanted and replaced with a non-boston scientific rv lead. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The product has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during implant of this right ventricular (rv) lead in the rv septum, many attempts were required to obtain appropriate lead placement with acceptable threshold measurements. Lead measurements were noted to be stable after successful lead placement and the procedure was completed. One day post implant, the lead exhibited high threshold measurements and loss of capture (loc) at high outputs. An x-ray was taken and noted no significant change in lead position. A revision procedure was performed. The lead was repositioned multiple times, however, appropriate capture was unable to be obtained at high outputs. This lead was explanted and replaced with a non-boston scientific rv lead. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.